Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. X-rays were observed; however, they were unconclusive. A lead fracture was suspected; however, it could not be confirmed. Reprograming of the device was performed and a potential system revision was discussed. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: a1: patient identifier; d6a: implant date. Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. X-rays were observed; however, they were unconclusive. A lead fracture was suspected; however, it could not be confirmed. Reprograming of the device was performed and a potential system revision was discussed. At this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: h6: device codes.

Event description:
It was reported that this right ventricular lead exhibited noise and oversensing. X-rays were observed; however, they were inconclusive. A lead fracture was suspected; however, it could not be confirmed. Reprograming of the device was performed and a potential system revision was discussed. At this time, this lead remains in service. No adverse patient effects were reported.